Event description:
Balloon ruptured towards the end of case. Had decent occlusion but could not obtain good balloon pressures. Balloon pressure fell down to 170mmhg. Added 2-3 addition cc's due to cardiac activity. 15 minutes later, balloon ruptured. No impact to the patient.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Unit is sent to accellent for further evaluation. In 2009---the balloon was visually inspected under 10x magnification and it is verified that the balloon has burst. The edges of the burst are not smooth and are inconsistent in wall thickness. This is commonly seen in devices that had been over inflated. Water was introduced through all of the lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.